Event description:
It was reported that during after procedure, the button on universal surgical manipulator (usm4) was not responsive. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to an unresponsive button. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 25745 in the system logs confirming a port clutch button issue. Upon visual inspection, fluid residue was found in the cannula that would be related to the reported event. The unit was installed on a test system where the component functioned as expected. The unit was then installed on a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.